Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on an unknown date in 2004. Subsequently, the patient was revised on (B)(6) 2015 due to pain. During the procedure, osteolysis around the bone screws and retrograded cup were noted. The cup, head and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿fretting and crevice corrosion can occur at interfaces between components.¿ number 14 states, "postoperative bone fracture and pain."this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2016-00092-2 / 00847 / 00848 / 00849). Product location unknown.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2015 due to pain and loosening of the cup. During the procedure, osteolysis around the bone screws and retrograded cup were noted. The cup, head and liner were removed and replaced.additional information received in operative report noted well fixed femoral component, minimal corrosion on the trunnion, bearing surface wear and cup in retroverted position. It was further reported a screw broke and was retained by the patient during the revision.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on an unknown date in 2004. Subsequently, the patient was revised on (B)(6) 2015 due to pain and loosening of the cup. During the procedure, osteolysis around the bone screws and retrograded cup were noted. The cup, head and liner were removed and replaced. Additional information received in operative report noted well fixed femoral component, minimal corrosion on the trunnion and cup in retroverted position. It was further reported a screw broke and was retained by the patient during the revision.